Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat fecal incontinence, sphincter defect and stress urinary incontinence on (B)(6) 2008 and mesh were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, urinary problems, bowel problems, recurrence, and neuromuscular problems following the procedure.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2017.

Manufacturer narrative:
Date sent to the FDA: 7/21/2017 additional information: additional narrative: it was reported that the patient underwent mesh excision and implantation of right-sided interstim ii on (B)(6) 2016 by dr. (B)(6) at (B)(6).

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. It was reported that the patient underwent gynecological surgical procedure on (B)(4) 2008. No additional information was provided.